Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.059 mg/day) via an implanted pump. It was reported that the patient was scheduled for a routine pump replacement today as the pump had reached eos (end of service). Immediately prior to taking her to the or (operating room), the physician determined that the catheter would not aspirate from the catheter port site and therefore was non-patent. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had significant scoliosis and the pump had reached eos approximately 2 months ago on (B)(6) 2022. The patient was taken to the or and placed in the right lateral position. The physician started by placing a new spinal catheter segment. X-ray was used to confirm posterior position. Per the physician, the catheter was at the t12 level. The physician then turned his attention to opening the existing pump pocket. The old pump was disconnected and discarded. The hub of the old catheter was cut off and the physician tied off the old catheter and abandoned it in the pump pocket to prevent a csf (cerebrospinal fluid) leak. The new catheter was tunneled to the existing pump pocket and attached to the new pump segment and new pump. Due to the concentration of the medication and the unknown time that the catheter had been obstructed, the new pump was set to minimum rate until the first postop appointment. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jul-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.